Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on 28-aug-2015. The most recent information was received on 24-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), mental impairment ("thoughts are hazy / mind is not clear"), genital haemorrhage ("abnormal bleeding") and cerebrovascular accident ("stroke symptoms") in an adult female patient who had essure (batch no. 623024-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In (B)(6)2009, the patient experienced rash ("rashes break out on back") and urticaria ("hives on back"). On (B)(6)2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("gaining weight/ weight gain"), fatigue ("fatigue all the time"), back pain ("lower back pain daily"), mood swings ("mood swings"), hot flush ("hot flashes") and thrombosis ("blood clots"). In 2011, the patient experienced alopecia ("hair loss is significant/ hair loss"). On an unknown date, the patient experienced mental impairment (seriousness criterion medically significant), abdominal distension ("bloated"), abdominal pain ("cramping daily (some days bad, some days horrible)"), premenstrual cramps ("cramping (close to cycle is very painful)"), malaise ("she has not felt well for a very long time now"), the first episode of pain ("aches"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), headache ("headaches"), migraine ("migraines"), vision blurred ("blurry/hazing vision, eyes became blurry"), dyspareunia ("cramping after orgasm"), urethral discharge ("wiped after urinating having something long and stiff come from my body"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), chronic fatigue syndrome ("chronic fatigue syndrome"), arthritis ("arthritis (not diagnosed)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), blood disorder ("thrombo blood issue"), platelet count increased ("high platelets"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), menopausal symptoms ("menopausal-like symptoms"), nausea ("nausea"), feeling abnormal ("brain fog"), amnesia ("memory loss"), hyperaesthesia ("sensitive to touch"), dizziness ("lightheaded, dizziness"), cerebrovascular accident (seriousness criterion medically significant), burning sensation ("sensation of burning"), the second episode of pain ("stinging"), skin disorder ("wet of skin"), tremor ("tremors/shakiness"), pruritus ("itchy skin"), muscle twitching ("twitching"), adenomyosis ("adenomyosis"), chronic sinusitis ("chronic sinusitis"), temporomandibular joint syndrome ("tmj"), oligomenorrhoea ("long menstrual cycles"), micturition urgency ("urgent urination"), breast tenderness ("breast tenderness"), flatulence ("gas"), dyspepsia ("heartburn"), dysgeusia ("metallic taste in mouth"), neuralgia ("nerve pain"), pyrexia ("unexplained low grade fevers"), lymphadenopathy ("swollen glands"), palpitations ("palpitation"), adnexa uteri pain ("ovary area pain"), pain in extremity ("pains on legs"), abdominal pain upper ("pain upper rt quadrant abd") and pain in jaw ("jaw pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, fatigue, alopecia, back pain, headache, migraine, mood swings, menopausal symptoms and nausea was resolving, the mental impairment, genital haemorrhage, abdominal distension, abdominal pain, premenstrual cramps, malaise, hypoaesthesia, paraesthesia, rash, vision blurred, dyspareunia, urethral discharge, depression, anxiety, hypersensitivity, vaginal haemorrhage, menorrhagia, chronic fatigue syndrome, arthritis, bladder disorder, urinary tract disorder, blood disorder, platelet count increased, tooth disorder, dysmenorrhoea, feeling abnormal, amnesia, hyperaesthesia, dizziness, cerebrovascular accident, burning sensation, the last episode of pain, skin disorder, tremor, urticaria, pruritus, muscle twitching, adenomyosis, chronic sinusitis, temporomandibular joint syndrome, hot flush, oligomenorrhoea, micturition urgency, breast tenderness, flatulence, dyspepsia, dysgeusia, neuralgia, pyrexia, lymphadenopathy, thrombosis, palpitations, adnexa uteri pain, pain in extremity, abdominal pain upper and pain in jaw outcome was unknown and the weight increased had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, adnexa uteri pain, alopecia, amnesia, anxiety, arthritis, back pain, bladder disorder, blood disorder, breast tenderness, burning sensation, cerebrovascular accident, chronic fatigue syndrome, chronic sinusitis, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, hot flush, hyperaesthesia, hypersensitivity, hypoaesthesia, lymphadenopathy, malaise, menopausal symptoms, menorrhagia, mental impairment, micturition urgency, migraine, mood swings, muscle twitching, nausea, neuralgia, oligomenorrhoea, pain in extremity, pain in jaw, palpitations, paraesthesia, pelvic pain, platelet count increased, premenstrual cramps, pruritus, pyrexia, rash, skin disorder, temporomandibular joint syndrome, thrombosis, tooth disorder, tremor, urethral discharge, urinary tract disorder, urticaria, vaginal haemorrhage, vision blurred, weight increased, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: current weight: 235 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is invalid). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0973) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), mental impairment ("thoughts are hazy / mind is not clear"), genital haemorrhage ("abnormal bleeding") and cerebrovascular accident ("stroke symptoms") in an adult female patient who had essure (batch no. 623024) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In june 2009, the patient experienced rash ("rashes break out on back") and urticaria ("hives on back"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("gaining weight/ weight gain"), fatigue ("fatigue all the time"), back pain ("lower back pain daily"), mood swings ("mood swings"), hot flush ("hot flashes") and thrombosis ("blood clots"). In 2011, the patient experienced alopecia ("hair loss is significant/ hair loss"). On an unknown date, the patient experienced mental impairment (seriousness criterion medically significant), abdominal distension ("bloated"), abdominal pain ("cramping daily (some days bad, some days horrible)"), premenstrual cramps ("cramping (close to cycle is very painful)"), malaise ("she has not felt well for a very long time now"), the first episode of pain ("aches"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), headache ("headaches"), migraine ("migraines"), vision blurred ("blurry/hazing vision, eyes became blurry"), dyspareunia ("cramping after orgasm"), urethral discharge ("wiped after urinating having something long and stiff come from my body"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), chronic fatigue syndrome ("chronic fatigue syndrome"), arthritis ("arthritis (not diagnosed)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), blood disorder ("thrombo blood issue"), platelet count increased ("high platelets"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), menopausal symptoms ("menopausal-like symptoms"), nausea ("nausea"), feeling abnormal ("brain fog"), amnesia ("memory loss"), hyperaesthesia ("sensitive to touch"), dizziness ("lightheaded, dizziness"), cerebrovascular accident (seriousness criterion medically significant), burning sensation ("sensation of burning"), the second episode of pain ("stinging"), skin disorder ("wet of skin"), tremor ("tremors/shakiness"), pruritus ("itchy skin"), muscle twitching ("twitching"), adenomyosis ("adenomyosis"), chronic sinusitis ("chronic sinusitis"), temporomandibular joint syndrome ("tmj"), oligomenorrhoea ("long menstrual cycles"), micturition urgency ("urgent urination"), breast tenderness ("breast tenderness"), flatulence ("gas"), dyspepsia ("heartburn"), dysgeusia ("metallic taste in mouth"), neuralgia ("nerve pain"), pyrexia ("unexplained low grade fevers"), lymphadenopathy ("swollen glands"), palpitations ("palpitation"), adnexa uteri pain ("ovary area pain"), pain in extremity ("pains on legs"), abdominal pain upper ("pain upper rt quadrant abd") and pain in jaw ("jaw pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, alopecia, back pain, headache, migraine, mood swings, menopausal symptoms and nausea was resolving, the mental impairment, genital haemorrhage, abdominal distension, abdominal pain, premenstrual cramps, malaise, hypoaesthesia, paraesthesia, rash, vision blurred, dyspareunia, urethral discharge, depression, anxiety, hypersensitivity, vaginal haemorrhage, menorrhagia, chronic fatigue syndrome, arthritis, bladder disorder, urinary tract disorder, blood disorder, platelet count increased, tooth disorder, dysmenorrhoea, feeling abnormal, amnesia, hyperaesthesia, dizziness, cerebrovascular accident, burning sensation, the last episode of pain, skin disorder, tremor, urticaria, pruritus, muscle twitching, adenomyosis, chronic sinusitis, temporomandibular joint syndrome, hot flush, oligomenorrhoea, micturition urgency, breast tenderness, flatulence, dyspepsia, dysgeusia, neuralgia, pyrexia, lymphadenopathy, thrombosis, palpitations, adnexa uteri pain, pain in extremity, abdominal pain upper and pain in jaw outcome was unknown and the weight increased had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, adnexa uteri pain, alopecia, amnesia, anxiety, arthritis, back pain, bladder disorder, blood disorder, breast tenderness, burning sensation, cerebrovascular accident, chronic fatigue syndrome, chronic sinusitis, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, flatulence, genital haemorrhage, headache, hot flush, hyperaesthesia, hypersensitivity, hypoaesthesia, lymphadenopathy, malaise, menopausal symptoms, menorrhagia, mental impairment, micturition urgency, migraine, mood swings, muscle twitching, nausea, neuralgia, oligomenorrhoea, pain in extremity, pain in jaw, palpitations, paraesthesia, pelvic pain, platelet count increased, premenstrual cramps, pruritus, pyrexia, rash, skin disorder, temporomandibular joint syndrome, thrombosis, tooth disorder, tremor, urethral discharge, urinary tract disorder, urticaria, vaginal haemorrhage, vision blurred, weight increased, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: current weight: 235 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Lot number (623024) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), chronic fatigue syndrome, arthritis (not diagnosed), bladder problems or changes, urinary problems or changes, thrombo blood issue, high platelets, dental problems, dysmenorrhea (cramping), mood swings, menopausal-like symptoms, nausea, brain fog, memory loss, sensitive to touch, lightheaded, dizziness, stroke symptoms, sensation of burning, stinging, wet of skin, tremors/shakiness, hives on back, itchy skin, twitching, adenomyosis, chronic sinusitis, tmj, hot flashes, long menstrual cycles, urgent urination, breast tenderness, gas, heartburn, metallic taste in mouth, nerve pain, unexplained low grade fevers, swollen glands, blood clots, palpitation, ovary area pain, pains on legs, pain upper rt quadrant abd and jaw pain added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0973) on 28-aug-2015. The most recent information was received on 10-dec-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), mental impairment ('thoughts are hazy / mind is not clear'), genital haemorrhage ('abnormal bleeding') and cerebrovascular accident ('stroke symptoms') in an adult female patient who had essure (batch no. 623024-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen. Concurrent conditions included body mass index normal. In june 2009, the patient experienced rash ("rashes break out on back") and urticaria ("hives on back"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue all the time"), back pain ("lower back pain daily"), mood swings ("mood swings"), hot flush ("hot flashes") and thrombosis ("blood clots") and was found to have weight increased ("gaining weight/ weight gain"). In 2011, the patient experienced alopecia ("hair loss is significant/ hair loss"). On an unknown date, the patient experienced mental impairment (seriousness criterion medically significant), abdominal distension ("bloated"), abdominal pain ("cramping daily (some days bad, some days horrible)"), premenstrual pain ("cramping (close to cycle is very painful)"), malaise ("she has not felt well for a very long time now"), general body pain ("aches"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), headache ("headaches"), migraine ("migraines"), vision blurred ("blurry/hazing vision, eyes became blurry"), dyspareunia ("cramping after orgasm"), urethral discharge ("wiped after urinating having something long and stiff come from my body"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), chronic fatigue syndrome ("chronic fatigue syndrome"), arthritis ("arthritis (not diagnosed)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), blood disorder ("thrombo blood issue"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), menopausal symptoms ("menopausal-like symptoms"), nausea ("nausea"), feeling abnormal ("brain fog"), amnesia ("memory loss"), hyperaesthesia ("sensitive to touch"), dizziness ("lightheaded, dizziness"), cerebrovascular accident (seriousness criterion medically significant), burning sensation ("sensation of burning"), stinging ("stinging"), skin disorder ("wet of skin"), tremor ("tremors/shakiness"), pruritus ("itchy skin"), muscle twitching ("twitching"), adenomyosis ("adenomyosis"), chronic sinusitis ("chronic sinusitis"), temporomandibular joint syndrome ("tmj"), oligomenorrhoea ("long menstrual cycles"), micturition urgency ("urgent urination"), breast tenderness ("breast tenderness"), flatulence ("gas"), dyspepsia ("heartburn"), dysgeusia ("metallic taste in mouth"), neuralgia ("nerve pain"), pyrexia ("unexplained low grade fevers"), lymphadenopathy ("swollen glands"), palpitations ("palpitation"), adnexa uteri pain ("ovary area pain"), pain in extremity ("pains on legs"), abdominal pain upper ("pain upper rt quadrant abd"), pain in jaw ("jaw pain"), tooth loss ("tooth is falling out"), muscle spasms ("muscle spasm") and cyst rupture ("cyst ruptured") and was found to have platelet count increased ("high platelets"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, alopecia, back pain, headache, migraine, mood swings, menopausal symptoms and nausea was resolving, the mental impairment, genital haemorrhage, abdominal distension, abdominal pain, premenstrual pain, malaise, general body pain, hypoaesthesia, paraesthesia, rash, vision blurred, dyspareunia, urethral discharge, depression, anxiety, hypersensitivity, vaginal haemorrhage, menorrhagia, chronic fatigue syndrome, arthritis, bladder disorder, urinary tract disorder, blood disorder, platelet count increased, tooth disorder, dysmenorrhoea, feeling abnormal, amnesia, hyperaesthesia, dizziness, cerebrovascular accident, burning sensation, stinging, skin disorder, tremor, urticaria, pruritus, muscle twitching, adenomyosis, chronic sinusitis, temporomandibular joint syndrome, hot flush, oligomenorrhoea, micturition urgency, breast tenderness, flatulence, dyspepsia, dysgeusia, neuralgia, pyrexia, lymphadenopathy, thrombosis, palpitations, adnexa uteri pain, pain in extremity, abdominal pain upper, pain in jaw, tooth loss and muscle spasms outcome was unknown and the weight increased had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, adnexa uteri pain, alopecia, amnesia, anxiety, arthritis, back pain, bladder disorder, blood disorder, breast tenderness, burning sensation, cerebrovascular accident, chronic fatigue syndrome, chronic sinusitis, cyst rupture, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, feeling abnormal, flatulence, general body pain, genital haemorrhage, headache, hot flush, hyperaesthesia, hypersensitivity, hypoaesthesia, lymphadenopathy, malaise, menopausal symptoms, menorrhagia, mental impairment, micturition urgency, migraine, mood swings, muscle spasms, muscle twitching, nausea, neuralgia, oligomenorrhoea, pain in extremity, pain in jaw, palpitations, paraesthesia, pelvic pain, platelet count increased, premenstrual pain, pruritus, pyrexia, rash, skin disorder, temporomandibular joint syndrome, thrombosis, tooth disorder, tooth loss, tremor, urethral discharge, urinary tract disorder, urticaria, vaginal haemorrhage, vision blurred, weight increased and stinging to be related to essure. The reporter commented: current weight: 235 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue, back pain, fatigue, hot flashes, weight gain, shaky, malaise, seasonal allergy, sinus infections, pelvic pain. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfa and social media received. Events: tooth is falling out, muscle spasm ,cyst ruptured were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0973) on 28-aug-2015. The most recent information was received on 13-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device expulsion ('metallic loking expell from me last year / looks like a coil pointing out of tube on left') in an adult female patient who had essure (batch no. 623024-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen. Concurrent conditions included body mass index normal. In (B)(6) 2009, the patient experienced rash ("rashes break out on back") and urticaria ("hives on back"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), fatigue ("fatigue all the time/ I feel exhausted daily,I feel very worn out and tired, my extreme fatigue is from essure "), back pain ("lower back pain daily / lower back pain is one of many symptoms"), mood swings ("mood swings / I also have mood swing"), hot flush ("hot flashes") and thrombosis ("blood clots") and was found to have weight increased ("gaining weight/ weight gain / I have gained 50 lbs and look pregnant"). In 2011, the patient experienced alopecia ("hair loss is significant/ hair loss"). On an unknown date, the patient experienced mental impairment ("thoughts are hazy / mind is not clear"), abdominal distension ("bloated"), abdominal pain ("cramping daily (some days bad, some days horrible)"), premenstrual pain ("cramping (close to cycle is very painful)"), malaise ("she has not felt well for a very long time now / I am always sick and not feeling well "), general body pain ("aches"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), headache ("headaches"), migraine ("migraines"), vision blurred ("blurry/hazing vision, eyes became blurry"), dyspareunia ("cramping after orgasm"), urethral discharge ("wiped after urinating having something long and stiff come from my body"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal) , I have only had very little brownish spotting "), menorrhagia ("abnormal bleeding (menorrhagia) , the heavier menstrual is from essure "), chronic fatigue syndrome ("chronic fatigue syndrome"), arthritis ("arthritis (not diagnosed)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), blood disorder ("thrombo blood issue"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) / the pain during cycle is from essure"), menopausal symptoms ("menopausal-like symptoms"), nausea ("nausea"), feeling abnormal ("brain fog"), amnesia ("memory loss"), hyperaesthesia ("sensitive to touch"), dizziness ("lightheaded, dizziness"), cerebrovascular accident ("stroke symptoms"), burning sensation ("sensation of burning / burning feeling speciallyon my left side, my back and stomached burned "), stinging ("stinging"), skin disorder ("wet of skin"), tremor ("tremors/shakiness"), pruritus ("itchy skin"), muscle twitching ("twitching"), adenomyosis ("adenomyosis/ I got ultrasound result I have adenomyosis .I believe and feel esure has caused this "), chronic sinusitis ("chronic sinusitis / had cold and sinus infection recently "), temporomandibular joint syndrome ("tmj / I was diagnosed with tmjd 2014"), oligomenorrhoea ("long menstrual cycles"), micturition urgency ("urgent urination"), breast tenderness ("breast tenderness"), flatulence ("gas / gas pain "), dyspepsia ("heartburn / stomached burned"), dysgeusia ("metallic taste in mouth"), neuralgia ("nerve pain"), pyrexia ("unexplained low grade fevers"), lymphadenopathy ("swollen glands"), palpitations ("palpitation"), adnexa uteri pain ("ovary area pain"), pain in extremity ("pains on legs"), abdominal pain upper ("pain upper rt quadrant abd"), pain in jaw ("jaw pain / my jaw would hurt so bad "), tooth loss ("tooth is falling out"), muscle spasms ("muscle spasm"), cyst rupture ("cyst ruptured"), yawning ("the yawning constantly all day"), multiple allergies ("I have been fighting allergies really bad"), nasopharyngitis ("I had cold and sinus inf recently"), knee deformity ("I cried and double over knocked on my knees"), crying ("I cried and double over knocked on my knees"), vaginal polyp ("vaginal polyp"), inflammation ("chronic inflammation"), device expulsion (seriousness criteria medically significant and intervention required), cough ("nasty cough"), contusion ("I bruised badly after surgery"), chest pain ("chest pain"), myalgia ("it's still painful to sleep on my sides because my tight side muscle is hurting horribly"), intervertebral disc protrusion ("herniated discs that must hurt more"), facial pain ("facial pressure would hurt"), ear pain ("my ear would hurt"), ear infection ("ear infection"), sitting disability ("I had hard time sitting up,sitting down"), fallopian tube spasm ("fallopian tube spasm") and vulvovaginal discomfort ("I have something pushing into my vagina , either rectum or bladder.") And was found to have platelet count increased ("high platelets / I figured platelets may come back high again ") and uterine leiomyoma ("I have fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased and abdominal pain had resolved, the mental impairment, genital haemorrhage, abdominal distension, premenstrual pain, malaise, general body pain, hypoaesthesia, paraesthesia, rash, vision blurred, dyspareunia, urethral discharge, depression, anxiety, hypersensitivity, vaginal haemorrhage, menorrhagia, chronic fatigue syndrome, arthritis, bladder disorder, urinary tract disorder, blood disorder, platelet count increased, tooth disorder, dysmenorrhoea, feeling abnormal, amnesia, hyperaesthesia, dizziness, cerebrovascular accident, burning sensation, stinging, skin disorder, tremor, urticaria, pruritus, muscle twitching, adenomyosis, chronic sinusitis, temporomandibular joint syndrome, hot flush, oligomenorrhoea, micturition urgency, breast tenderness, flatulence, dyspepsia, dysgeusia, neuralgia, pyrexia, lymphadenopathy, thrombosis, palpitations, adnexa uteri pain, pain in extremity, abdominal pain upper, pain in jaw, tooth loss, muscle spasms, yawning, multiple allergies, nasopharyngitis, knee deformity, crying, vaginal polyp, inflammation, uterine leiomyoma, device expulsion, cough, contusion, chest pain, myalgia, intervertebral disc protrusion, facial pain, ear pain, ear infection, sitting disability and fallopian tube spasm outcome was unknown and the fatigue, alopecia, back pain, headache, migraine, mood swings, menopausal symptoms and nausea was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, adnexa uteri pain, alopecia, amnesia, anxiety, arthritis, back pain, bladder disorder, blood disorder, breast tenderness, burning sensation, cerebrovascular accident, chest pain, chronic fatigue syndrome, chronic sinusitis, contusion, cough, crying, cyst rupture, depression, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, ear infection, ear pain, facial pain, fallopian tube spasm, fatigue, feeling abnormal, flatulence, general body pain, genital haemorrhage, headache, hot flush, hyperaesthesia, hypersensitivity, hypoaesthesia, inflammation, intervertebral disc protrusion, knee deformity, lymphadenopathy, malaise, menopausal symptoms, menorrhagia, mental impairment, micturition urgency, migraine, mood swings, multiple allergies, muscle spasms, muscle twitching, myalgia, nasopharyngitis, nausea, neuralgia, oligomenorrhoea, pain in extremity, pain in jaw, palpitations, paraesthesia, pelvic pain, platelet count increased, premenstrual pain, pruritus, pyrexia, rash, sitting disability, skin disorder, temporomandibular joint syndrome, thrombosis, tooth disorder, tooth loss, tremor, urethral discharge, urinary tract disorder, urticaria, uterine leiomyoma, vaginal haemorrhage, vaginal polyp, vision blurred, vulvovaginal discomfort, weight increased, yawning and stinging to be related to essure. The reporter commented: current weight: 235 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue, back pain, fatigue, hot flashes, weight gain, shaky, malaise, seasonal allergy, sinus infections, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via social media: yawning, nasopharyngitis, allergies, knee deformity, crying, vaginal polyp, inflammation, vulvo vaginal discomfort, uterine leiomyoma, device expulsion, pelvic inflammatory disease, cough, contusion, chest pain, myalgia, herniated disc, facial pain, ear pain, ear infection, sitting disability. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 13-jan-2020: social media received: new events: yawning, nasopharyngitis, allergies, knee deformity, crying, vaginal polyp, inflammation, , uterine leiomyoma, device expulsion,cough, contusion, chest pain, myalgia, herniated disc, facial pain, ear pain, ear infection, sitting disability, were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device expulsion ('metallic loking expell from me last year / looks like a coil pointing out of tube on left') in an adult female patient who had essure (batch no. 623024-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen. Concurrent conditions included body mass index normal. In (B)(6) 2009, the patient experienced rash ("rashes break out on back") and urticaria ("hives on back"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), fatigue ("fatigue all the time/ I feel exhausted daily,I feel very worn out and tired, my extreme fatigue is from essure "), back pain ("lower back pain daily / lower back pain is one of many symptoms"), mood swings ("mood swings / I also have mood swing"), hot flush ("hot flashes") and thrombosis ("blood clots") and was found to have weight increased ("gaining weight/ weight gain / I have gained 50 lbs and look pregnant"). In 2011, the patient experienced alopecia ("hair loss is significant/ hair loss"). On an unknown date, the patient experienced mental impairment ("thoughts are hazy / mind is not clear"), abdominal distension ("bloated"), abdominal pain ("cramping daily (some days bad, some days horrible)"), premenstrual pain ("cramping (close to cycle is very painful)"), malaise ("she has not felt well for a very long time now / I am always sick and not feeling well "), general body pain ("aches"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), headache ("headaches"), migraine ("migraines"), vision blurred ("blurry/hazing vision, eyes became blurry"), dyspareunia ("cramping after orgasm"), urethral discharge ("wiped after urinating having something long and stiff come from my body"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal) , I have only had very little brownish spotting "), menorrhagia ("abnormal bleeding (menorrhagia) , the heavier menstrual is from essure "), chronic fatigue syndrome ("chronic fatigue syndrome"), arthritis ("arthritis (not diagnosed)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), blood disorder ("thrombo blood issue"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) / the pain during cycle is from essure"), menopausal symptoms ("menopausal-like symptoms"), nausea ("nausea"), feeling abnormal ("brain fog"), amnesia ("memory loss"), hyperaesthesia ("sensitive to touch"), dizziness ("lightheaded, dizziness"), cerebrovascular accident ("stroke symptoms"), burning sensation ("sensation of burning / burning feeling speciallyon my left side, my back and stomached burned"), stinging ("stinging"), skin disorder ("wet of skin"), tremor ("tremors/shakiness"), pruritus ("itchy skin"), muscle twitching ("twitching"), adenomyosis ("adenomyosis/ I got ultrasound result I have adenomyosis .I believe and feel esure has caused this "), chronic sinusitis ("chronic sinusitis / had cold and sinus infection recently "), temporomandibular joint syndrome ("tmj / I was diagnosed with tmjd 2014"), oligomenorrhoea ("long menstrual cycles"), micturition urgency ("urgent urination"), breast tenderness ("breast tenderness"), flatulence ("gas / gas pain "), dyspepsia ("heartburn / stomached burned"), dysgeusia ("metallic taste in mouth"), neuralgia ("nerve pain"), pyrexia ("unexplained low grade fevers"), lymphadenopathy ("swollen glands"), palpitations ("palpitation"), adnexa uteri pain ("ovary area pain"), pain in extremity ("pains on legs"), abdominal pain upper ("pain upper rt quadrant abd"), pain in jaw ("jaw pain / my jaw would hurt so bad "), tooth loss ("tooth is falling out"), muscle spasms ("muscle spasm"), cyst rupture ("cyst ruptured"), yawning ("the yawning constantly all day"), multiple allergies ("I have been fighting allergies really bad"), nasopharyngitis ("I had cold and sinus inf recently"), knee deformity ("I cried and double over knocked on my knees"), crying ("I cried and double over knocked on my knees"), vaginal polyp ("vaginal polyp"), inflammation ("chronic inflammation"), device expulsion (seriousness criteria medically significant and intervention required), cough ("nasty cough"), contusion ("I bruised badly after surgery"), chest pain ("chest pain"), myalgia ("it's still painful to sleep on my sides because my tight side muscle is hurting horribly"), intervertebral disc protrusion ("herniated discs that must hurt more"), facial pain ("facial pressure would hurt"), ear pain ("my ear would hurt"), ear infection ("ear infection"), sitting disability ("I had hard time sitting up,sitting down"), fallopian tube spasm ("fallopian tube spasm"), vulvovaginal discomfort ("I have something pushing into my vagina , either rectum or bladder.") And dementia ("dementia") and was found to have platelet count increased ("high platelets / I figured platelets may come back high again ") and uterine leiomyoma ("I have fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased and abdominal pain had resolved, the mental impairment, genital haemorrhage, abdominal distension, premenstrual pain, malaise, general body pain, hypoaesthesia, paraesthesia, rash, vision blurred, dyspareunia, urethral discharge, depression, anxiety, hypersensitivity, vaginal haemorrhage, menorrhagia, chronic fatigue syndrome, arthritis, bladder disorder, urinary tract disorder, blood disorder, platelet count increased, tooth disorder, dysmenorrhoea, feeling abnormal, amnesia, hyperaesthesia, dizziness, cerebrovascular accident, burning sensation, stinging, skin disorder, tremor, urticaria, pruritus, muscle twitching, adenomyosis, chronic sinusitis, temporomandibular joint syndrome, hot flush, oligomenorrhoea, micturition urgency, breast tenderness, flatulence, dyspepsia, dysgeusia, neuralgia, pyrexia, lymphadenopathy, thrombosis, palpitations, adnexa uteri pain, pain in extremity, abdominal pain upper, pain in jaw, tooth loss, muscle spasms, yawning, multiple allergies, nasopharyngitis, knee deformity, crying, vaginal polyp, inflammation, uterine leiomyoma, device expulsion, cough, contusion, chest pain, myalgia, intervertebral disc protrusion, facial pain, ear pain, ear infection, sitting disability, fallopian tube spasm and dementia outcome was unknown and the fatigue, alopecia, back pain, headache, migraine, mood swings, menopausal symptoms and nausea was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, adnexa uteri pain, alopecia, amnesia, anxiety, arthritis, back pain, bladder disorder, blood disorder, breast tenderness, burning sensation, cerebrovascular accident, chest pain, chronic fatigue syndrome, chronic sinusitis, contusion, cough, crying, cyst rupture, dementia, depression, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, ear infection, ear pain, facial pain, fallopian tube spasm, fatigue, feeling abnormal, flatulence, general body pain, genital haemorrhage, headache, hot flush, hyperaesthesia, hypersensitivity, hypoaesthesia, inflammation, intervertebral disc protrusion, knee deformity, lymphadenopathy, malaise, menopausal symptoms, menorrhagia, mental impairment, micturition urgency, migraine, mood swings, multiple allergies, muscle spasms, muscle twitching, myalgia, nasopharyngitis, nausea, neuralgia, oligomenorrhoea, pain in extremity, pain in jaw, palpitations, paraesthesia, pelvic pain, platelet count increased, premenstrual pain, pruritus, pyrexia, rash, sitting disability, skin disorder, temporomandibular joint syndrome, thrombosis, tooth disorder, tooth loss, tremor, urethral discharge, urinary tract disorder, urticaria, uterine leiomyoma, vaginal haemorrhage, vaginal polyp, vision blurred, vulvovaginal discomfort, weight increased, yawning and stinging to be related to essure. The reporter commented: current weight: 235 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue, back pain, fatigue, hot flashes, weight gain, shaky, malaise, seasonal allergy, sinus infections, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via social media: yawning, nasopharyngitis, allergies, knee deformity, crying, vaginal polyp, inflammation, vulvo vaginal discomfort, uterine leiomyoma, device expulsion, pelvic inflammatory disease, cough, contusion, chest pain, myalgia, herniated disc, facial pain, ear pain, ear infection, sitting disability, further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event dementia was added. Product, patient & reporter information updated. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device expulsion ('metallic loking expell from me last year / looks like a coil pointing out of tube on left') in an adult female patient who had essure (batch no. 623024-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen. Concurrent conditions included body mass index normal. In (B)(6) 2009, the patient experienced rash ("rashes break out on back") and urticaria ("hives on back"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), fatigue ("fatigue all the time/ I feel exhausted daily,I feel very worn out and tired, my extreme fatigue is from essure "), back pain ("lower back pain daily / lower back pain is one of many symptoms"), mood swings ("mood swings / I also have mood swing"), hot flush ("hot flashes") and thrombosis ("blood clots") and was found to have weight increased ("gaining weight/ weight gain / I have gained 50 lbs and look pregnant"). In 2011, the patient experienced alopecia ("hair loss is significant/ hair loss"). On an unknown date, the patient experienced mental impairment ("thoughts are hazy / mind is not clear"), abdominal distension ("bloated"), abdominal pain ("cramping daily (some days bad, some days horrible)"), premenstrual pain ("cramping (close to cycle is very painful)"), malaise ("she has not felt well for a very long time now / I am always sick and not feeling well "), general body pain ("aches"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), headache ("headaches"), migraine ("migraines"), vision blurred ("blurry/hazing vision, eyes became blurry"), dyspareunia ("cramping after orgasm"), urethral discharge ("wiped after urinating having something long and stiff come from my body"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal) , I have only had very little brownish spotting "), menorrhagia ("abnormal bleeding (menorrhagia) , the heavier menstrual is from essure "), chronic fatigue syndrome ("chronic fatigue syndrome"), arthritis ("arthritis (not diagnosed)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), blood disorder ("thrombo blood issue"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) / the pain during cycle is from essure"), menopausal symptoms ("menopausal-like symptoms"), nausea ("nausea"), feeling abnormal ("brain fog"), amnesia ("memory loss"), hyperaesthesia ("sensitive to touch"), dizziness ("lightheaded, dizziness"), cerebrovascular accident ("stroke symptoms"), burning sensation ("sensation of burning / burning feeling speciallyon my left side, my back and stomached burned"), stinging ("stinging"), skin disorder ("wet of skin"), tremor ("tremors/shakiness"), pruritus ("itchy skin"), muscle twitching ("twitching"), adenomyosis ("adenomyosis/ I got ultrasound result I have adenomyosis .I believe and feel esure has caused this "), chronic sinusitis ("chronic sinusitis / had cold and sinus infection recently "), temporomandibular joint syndrome ("tmj / I was diagnosed with tmjd 2014"), oligomenorrhoea ("long menstrual cycles"), micturition urgency ("urgent urination"), breast tenderness ("breast tenderness"), flatulence ("gas / gas pain "), dyspepsia ("heartburn / stomached burned"), dysgeusia ("metallic taste in mouth"), neuralgia ("nerve pain"), pyrexia ("unexplained low grade fevers"), lymphadenopathy ("swollen glands"), palpitations ("palpitation"), adnexa uteri pain ("ovary area pain"), pain in extremity ("pains on legs"), abdominal pain upper ("pain upper rt quadrant abd"), pain in jaw ("jaw pain / my jaw would hurt so bad "), tooth loss ("tooth is falling out"), muscle spasms ("muscle spasm"), cyst rupture ("cyst ruptured"), yawning ("the yawning constantly all day"), multiple allergies ("I have been fighting allergies really bad"), nasopharyngitis ("I had cold and sinus inf recently"), knee deformity ("I cried and double over knocked on my knees"), crying ("I cried and double over knocked on my knees"), vaginal polyp ("vaginal polyp"), inflammation ("chronic inflammation"), device expulsion (seriousness criteria medically significant and intervention required), cough ("nasty cough"), contusion ("I bruised badly after surgery"), chest pain ("chest pain"), myalgia ("it's still painful to sleep on my sides because my tight side muscle is hurting horribly"), intervertebral disc protrusion ("herniated discs that must hurt more"), facial pain ("facial pressure would hurt"), ear pain ("my ear would hurt"), ear infection ("ear infection"), sitting disability ("I had hard time sitting up,sitting down"), fallopian tube spasm ("fallopian tube spasm"), vulvovaginal discomfort ("I have something pushing into my vagina , either rectum or bladder.") And dementia ("dementia") and was found to have platelet count increased ("high platelets / I figured platelets may come back high again ") and uterine leiomyoma ("I have fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased and abdominal pain had resolved, the mental impairment, genital haemorrhage, abdominal distension, premenstrual pain, malaise, general body pain, hypoaesthesia, paraesthesia, rash, vision blurred, dyspareunia, urethral discharge, depression, anxiety, hypersensitivity, vaginal haemorrhage, menorrhagia, chronic fatigue syndrome, arthritis, bladder disorder, urinary tract disorder, blood disorder, platelet count increased, tooth disorder, dysmenorrhoea, feeling abnormal, amnesia, hyperaesthesia, dizziness, cerebrovascular accident, burning sensation, stinging, skin disorder, tremor, urticaria, pruritus, muscle twitching, adenomyosis, chronic sinusitis, temporomandibular joint syndrome, hot flush, oligomenorrhoea, micturition urgency, breast tenderness, flatulence, dyspepsia, dysgeusia, neuralgia, pyrexia, lymphadenopathy, thrombosis, palpitations, adnexa uteri pain, pain in extremity, abdominal pain upper, pain in jaw, tooth loss, muscle spasms, yawning, multiple allergies, nasopharyngitis, knee deformity, crying, vaginal polyp, inflammation, uterine leiomyoma, device expulsion, cough, contusion, chest pain, myalgia, intervertebral disc protrusion, facial pain, ear pain, ear infection, sitting disability, fallopian tube spasm and dementia outcome was unknown and the fatigue, alopecia, back pain, headache, migraine, mood swings, menopausal symptoms and nausea was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, adnexa uteri pain, alopecia, amnesia, anxiety, arthritis, back pain, bladder disorder, blood disorder, breast tenderness, burning sensation, cerebrovascular accident, chest pain, chronic fatigue syndrome, chronic sinusitis, contusion, cough, crying, cyst rupture, dementia, depression, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, ear infection, ear pain, facial pain, fallopian tube spasm, fatigue, feeling abnormal, flatulence, general body pain, genital haemorrhage, headache, hot flush, hyperaesthesia, hypersensitivity, hypoaesthesia, inflammation, intervertebral disc protrusion, knee deformity, lymphadenopathy, malaise, menopausal symptoms, menorrhagia, mental impairment, micturition urgency, migraine, mood swings, multiple allergies, muscle spasms, muscle twitching, myalgia, nasopharyngitis, nausea, neuralgia, oligomenorrhoea, pain in extremity, pain in jaw, palpitations, paraesthesia, pelvic pain, platelet count increased, premenstrual pain, pruritus, pyrexia, rash, sitting disability, skin disorder, temporomandibular joint syndrome, thrombosis, tooth disorder, tooth loss, tremor, urethral discharge, urinary tract disorder, urticaria, uterine leiomyoma, vaginal haemorrhage, vaginal polyp, vision blurred, vulvovaginal discomfort, weight increased, yawning and stinging to be related to essure. The reporter commented: current weight: 235 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue, back pain, fatigue, hot flashes, weight gain, shaky, malaise, seasonal allergy, sinus infections, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via social media: yawning, nasopharyngitis, allergies, knee deformity, crying, vaginal polyp, inflammation, vulvo vaginal discomfort, uterine leiomyoma, device expulsion, pelvic inflammatory disease, cough, contusion, chest pain, myalgia, herniated disc, facial pain, ear pain, ear infection, sitting disability. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Event dementia was added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0973) on 28-aug-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and device expulsion ('metallic loking expel from me last year / looks like a coil pointing out of tube on left') in an adult female patient who had essure (batch no. 623024-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen. Concurrent conditions included body mass index normal. Error in f_prod_evt_latency_info:-22835-ora-22835: buffer too small for clob to char or blob to raw conversion (actual: 4030, maximum: 4000). Detail: line 12087 the patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, weight increased and abdominal pain had resolved, the mental impairment, genital haemorrhage, abdominal distension, premenstrual pain, malaise, general body pain, hypoaesthesia, paraesthesia, rash, vision blurred, dyspareunia, urethral discharge, depression, anxiety, hypersensitivity, vaginal haemorrhage, menorrhagia, chronic fatigue syndrome, arthritis, bladder disorder, urinary tract disorder, blood disorder, platelet count increased, tooth disorder, dysmenorrhoea, feeling abnormal, amnesia, hyperaesthesia, dizziness, cerebrovascular accident, burning sensation, stinging, skin disorder, tremor, urticaria, pruritus, muscle twitching, adenomyosis, chronic sinusitis, temporomandibular joint syndrome, hot flush, oligomenorrhoea, micturition urgency, breast tenderness, flatulence, dyspepsia, dysgeusia, neuralgia, pyrexia, lymphadenopathy, thrombosis, palpitations, adnexa uteri pain, pain in extremity, abdominal pain upper, pain in jaw, tooth loss, muscle spasms, yawning, multiple allergies, nasopharyngitis, knee deformity, crying, vaginal polyp, inflammation, uterine leiomyoma, device expulsion, cough, contusion, chest pain, myalgia, intervertebral disc protrusion, facial pain, ear pain, ear infection, sitting disability, fallopian tube spasm, dementia and gingival disorder outcome was unknown and the fatigue, alopecia, back pain, headache, migraine, mood swings, menopausal symptoms and nausea was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, adnexa uteri pain, alopecia, amnesia, anxiety, arthritis, back pain, bladder disorder, blood disorder, breast tenderness, burning sensation, cerebrovascular accident, chest pain, chronic fatigue syndrome, chronic sinusitis, contusion, cough, crying, cyst rupture, dementia, depression, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, ear infection, ear pain, facial pain, fallopian tube spasm, fatigue, feeling abnormal, flatulence, general body pain, genital haemorrhage, gingival disorder, headache, hot flush, hyperaesthesia, hypersensitivity, hypoaesthesia, inflammation, intervertebral disc protrusion, knee deformity, lymphadenopathy, malaise, menopausal symptoms, menorrhagia, mental impairment, micturition urgency, migraine, mood swings, multiple allergies, muscle spasms, muscle twitching, myalgia, nasopharyngitis, nausea, neuralgia, oligomenorrhoea, pain in extremity, pain in jaw, palpitations, paraesthesia, pelvic pain, platelet count increased, premenstrual pain, pruritus, pyrexia, rash, sitting disability, skin disorder, temporomandibular joint syndrome, thrombosis, tooth disorder, tooth loss, tremor, urethral discharge, urinary tract disorder, urticaria, uterine leiomyoma, vaginal haemorrhage, vaginal polyp, vision blurred, vulvovaginal discomfort, weight increased, yawning and stinging to be related to essure. The reporter commented: current weight: 235 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue, back pain, fatigue, hot flashes, weight gain, shaky, malaise, seasonal allergy, sinus infections, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via social media: yawning, nasopharyngitis, allergies, knee deformity, crying, vaginal polyp, inflammation, vulvo vaginal discomfort, uterine leiomyoma, device expulsion, pelvic inflammatory disease, cough, contusion, chest pain, myalgia, herniated disc, facial pain, ear pain, ear infection, sitting disability, the lot number reported (623024) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received, reporter added. Events ¿gum problem¿ added. On 23-mar-2020: processed with fu 16, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device expulsion ('metallic looking expel from me last year / looks like a coil pointing out of tube on left') in an adult female patient who had essure (batch no. 623024-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen. Concurrent conditions included body mass index normal. In june 2009, the patient experienced rash ("rashes break out on back") and urticaria ("hives on back"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), fatigue ("fatigue all the time/ I feel exhausted daily,I feel very worn out and tired, my extreme fatigue is from essure "), back pain ("lower back pain daily / lower back pain is one of many symptoms"), mood swings ("mood swings / I also have mood swing"), hot flush ("hot flashes") and thrombosis ("blood clots") and was found to have weight increased ("gaining weight/ weight gain / I have gained 50 lbs and look pregnant"). In 2011, the patient experienced alopecia ("hair loss is significant/ hair loss"). On an unknown date, the patient experienced mental impairment ("thoughts are hazy / mind is not clear"), abdominal distension ("bloated"), abdominal pain ("cramping daily (some days bad, some days horrible)"), premenstrual pain ("cramping (close to cycle is very painful)"), malaise ("she has not felt well for a very long time now / I am always sick and not feeling well "), general body pain ("aches"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), headache ("headaches"), migraine ("migraines"), vision blurred ("blurry/hazing vision, eyes became blurry"), dyspareunia ("cramping after orgasm"), urethral discharge ("wiped after urinating having something long and stiff come from my body"), depression ("depression"), anxiety ("anxiety"), hypersensitivity ("allergic reactions"), vaginal haemorrhage ("abnormal bleeding (vaginal) , I have only had very little brownish spotting "), menorrhagia ("abnormal bleeding (menorrhagia) , the heavier menstrual is from essure "), chronic fatigue syndrome ("chronic fatigue syndrome"), arthritis ("arthritis (not diagnosed)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), blood disorder ("thrombo blood issue"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping) / the pain during cycle is from essure"), menopausal symptoms ("menopausal-like symptoms"), nausea ("nausea"), feeling abnormal ("brain fog"), amnesia ("memory loss"), hyperaesthesia ("sensitive to touch"), dizziness ("lightheaded, dizziness"), cerebrovascular accident ("stroke symptoms"), burning sensation ("sensation of burning / burning feeling specially my left side, my back and stomached burned"), stinging ("stinging"), skin disorder ("wet of skin"), tremor ("tremors/shakiness"), pruritus ("itchy skin"), muscle twitching ("twitching"), adenomyosis ("adenomyosis/ I got ultrasound result I have adenomyosis .I believe and feel esure has caused this "), chronic sinusitis ("chronic sinusitis / had cold and sinus infection recently "), temporomandibular joint syndrome ("tmj / I was diagnosed with tmjd 2014"), oligomenorrhoea ("long menstrual cycles"), micturition urgency ("urgent urination"), breast tenderness ("breast tenderness"), flatulence ("gas / gas pain "), dyspepsia ("heartburn / stomached burned"), dysgeusia ("metallic taste in mouth"), neuralgia ("nerve pain"), pyrexia ("unexplained low grade fevers"), lymphadenopathy ("swollen glands"), palpitations ("palpitation"), adnexa uteri pain ("ovary area pain"), pain in extremity ("pains on legs"), abdominal pain upper ("pain upper rt quadrant abd"), pain in jaw ("jaw pain / my jaw would hurt so bad "), tooth loss ("tooth is falling out"), muscle spasms ("muscle spasm"), cyst rupture ("cyst ruptured"), yawning ("the yawning constantly all day"), multiple allergies ("I have been fighting allergies really bad"), nasopharyngitis ("I had cold and sinus inf recently"), knee deformity ("I cried and double over knocked on my knees"), crying ("I cried and double over knocked on my knees"), vaginal polyp ("vaginal polyp"), inflammation ("chronic inflammation"), device expulsion (seriousness criteria medically significant and intervention required), cough ("nasty cough"), contusion ("I bruised badly after surgery"), chest pain ("chest pain"), myalgia ("it's still painful to sleep on my sides because my tight side muscle is hurting horribly"), intervertebral disc protrusion ("herniated discs that must hurt more"), facial pain ("facial pressure would hurt"), ear pain ("my ear would hurt"), ear infection ("ear infection"), sitting disability ("I had hard time sitting up,sitting down"), fallopian tube spasm ("fallopian tube spasm"), vulvovaginal discomfort ("I have something pushing into my vagina , either rectum or bladder.") And dementia ("dementia") and was found to have platelet count increased ("high platelets / I figured platelets may come back high again ") and uterine leiomyoma ("I have fibroids"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased and abdominal pain had resolved, the mental impairment, genital haemorrhage, abdominal distension, premenstrual pain, malaise, general body pain, hypoaesthesia, paraesthesia, rash, vision blurred, dyspareunia, urethral discharge, depression, anxiety, hypersensitivity, vaginal haemorrhage, menorrhagia, chronic fatigue syndrome, arthritis, bladder disorder, urinary tract disorder, blood disorder, platelet count increased, tooth disorder, dysmenorrhoea, feeling abnormal, amnesia, hyperaesthesia, dizziness, cerebrovascular accident, burning sensation, stinging, skin disorder, tremor, urticaria, pruritus, muscle twitching, adenomyosis, chronic sinusitis, temporomandibular joint syndrome, hot flush, oligomenorrhoea, micturition urgency, breast tenderness, flatulence, dyspepsia, dysgeusia, neuralgia, pyrexia, lymphadenopathy, thrombosis, palpitations, adnexa uteri pain, pain in extremity, abdominal pain upper, pain in jaw, tooth loss, muscle spasms, yawning, multiple allergies, nasopharyngitis, knee deformity, crying, vaginal polyp, inflammation, uterine leiomyoma, device expulsion, cough, contusion, chest pain, myalgia, intervertebral disc protrusion, facial pain, ear pain, ear infection, sitting disability, fallopian tube spasm and dementia outcome was unknown and the fatigue, alopecia, back pain, headache, migraine, mood swings, menopausal symptoms and nausea was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, adnexa uteri pain, alopecia, amnesia, anxiety, arthritis, back pain, bladder disorder, blood disorder, breast tenderness, burning sensation, cerebrovascular accident, chest pain, chronic fatigue syndrome, chronic sinusitis, contusion, cough, crying, cyst rupture, dementia, depression, device expulsion, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, ear infection, ear pain, facial pain, fallopian tube spasm, fatigue, feeling abnormal, flatulence, general body pain, genital haemorrhage, headache, hot flush, hyperaesthesia, hypersensitivity, hypoaesthesia, inflammation, intervertebral disc protrusion, knee deformity, lymphadenopathy, malaise, menopausal symptoms, menorrhagia, mental impairment, micturition urgency, migraine, mood swings, multiple allergies, muscle spasms, muscle twitching, myalgia, nasopharyngitis, nausea, neuralgia, oligomenorrhoea, pain in extremity, pain in jaw, palpitations, paraesthesia, pelvic pain, platelet count increased, premenstrual pain, pruritus, pyrexia, rash, sitting disability, skin disorder, temporomandibular joint syndrome, thrombosis, tooth disorder, tooth loss, tremor, urethral discharge, urinary tract disorder, urticaria, uterine leiomyoma, vaginal haemorrhage, vaginal polyp, vision blurred, vulvovaginal discomfort, weight increased, yawning and stinging to be related to essure. The reporter commented: current weight: 235 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fatigue, back pain, fatigue, hot flashes, weight gain, shaky, malaise, seasonal allergy, sinus infections, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via social media: yawning, nasopharyngitis, allergies, knee deformity, crying, vaginal polyp, inflammation, vulvo vaginal discomfort, uterine leiomyoma, device expulsion, pelvic inflammatory disease, cough, contusion, chest pain, myalgia, herniated disc, facial pain, ear pain, ear infection, sitting disability, the lot number reported (623024) is invalid quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc on (B)(6) 2020: social media received, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA ((B)(4)) on 28-aug-2015. The most recent information was received on 18-oct-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), mental impairment ("thoughts are hazy / mind is not clear") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental impairment (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), weight increased ("gaining weight/ weight gain"), fatigue ("fatigue all the time"), alopecia ("hair loss is significant/ hair loss"), abdominal distension ("bloated"), abdominal pain ("cramping daily (some days bad, some days horrible)"), premenstrual cramps ("cramping (close to cycle is very painful)"), malaise ("she has not felt well for a very long time now"), pain ("aches"), hypoaesthesia ("numbness"), paraesthesia ("tingling"), rash ("rashes break out on back"), back pain ("lower back pain daily"), headache ("headaches"), migraine ("migraines"), vision blurred ("blurry/hazing vision"), dyspareunia ("cramping after orgasm"), urethral discharge ("wiped after urinating having something long and stiff come from my body"), depression ("depression"), anxiety ("anxiety") and hypersensitivity ("allergic reactions"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mental impairment, genital haemorrhage, weight increased, fatigue, alopecia, abdominal distension, abdominal pain, premenstrual cramps, malaise, pain, hypoaesthesia, paraesthesia, rash, back pain, headache, migraine, vision blurred, dyspareunia, urethral discharge, depression, anxiety and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, depression, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, hypoaesthesia, malaise, mental impairment, migraine, pain, paraesthesia, pelvic pain, premenstrual cramps, rash, urethral discharge, vision blurred and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment. No product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-oct-2017: reporter information updated, lawyers added as reporter, essure start/stop date updated, events depression, anxiety, abnormal bleeding, allergic reactions, pain were added, events headaches, hair loss, weight gain were clubbed with previously reported events. Patient had surgery to remove the essure implant, case category updated to incident. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.